Manufacturer narrative:
The cause of the low blood urea nitrogen (bun) results were due to the photometer lamp which was overdue for replacement by the customer. Beckman coulter customer technical support (cts) advised the customer to replace the lamp assembly to resolve the issue. (B)(4).

Event description:
A customer reported generating low blood urea nitrogen (bun) erroneous results for one (1) patient sample from their au480 analyzer. The erroneous result was not reported out of the laboratory; therefore, there was no change to patient treatment in association with this event. Quality control (qc) was within the laboratory's specifications prior to the event. The customer repeated the sample on the same analyzer with results considered correct.